Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, check te pad messages) has been confirmed. Upon investigation the monitor's electrode belt receptacle was damaged with a bent pin. The cause of the failure was the bent pin. The root cause for the bent pin could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor had a damaged enclosure and that a patient was experiencing "check te pad" messages.